Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Analysis of the device is in process; the results will be forwarded when available.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Evaluation summary: (B)(4) the full lead was returned and analyzed. There was a piece of foreign material under the outer insulation. The foreign material appeared to be the wire segments of the same diameter as an exposed defib coil. However, it is clear the segments are not from this lead. The foreign material was lost during analysis. Dried issue in a helix mechanism. There was blood/body fluid (not obstructed) in the distal conductor. There was blood in/on the helix/lobe mechanism. The outer insulation has cosmetic depression. The defibrillation conductor had a fracture (overstress).

Event description:
It was reported that the lead was removed because of a decrease of impedance and oversensing. No patient complications have been reported as a result of this event.